Event description:
It was reported that during a treatment procedure, a guide wire tip detachment occurred. The 0.035" x 150cm starter guide wire was opened and given to the physician. The physician reported that the tip of the wire was bent and hanging by a thread and the inner wire was exposed. The procedure was completed with another starter guide wire. No patient complications were reported. Additional information has been requested and is not available.

Event description:
It was reported that during a treatment procedure, a guide wire tip detachment occurred. The 0.035" x 150cm starter guide wire was opened and given to the physician. The physician reported that the tip of the wire was bent and hanging by a thread and the inner wire was exposed. The procedure was completed with another starter guide wire. No patient complications were reported. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the external manufactured product was returned coiled, loose, double-bagged within "zip-lock" style poly biohazard pouches. The device presented an overall length of 150.80cm. A gage bushing certified to be .0355" diameter was passed over the length of the specimen without issue. The specimen presents an offset coil condition with kink damage located 0.65 to 1.03cm from the distal tip with 3.7mm of crushed and displaced coil wraps resulting in a wavy appearance over the length of the specimen proximal of the crushed coil wraps; and fibrous and other unidentified debris within the offset damage site (including within the coil lumen) and scattered over the length of the device. The specimen also presents indications of clinical exposure manifested by the presence of dried blood-like matter on the distal tip weld and between the coil wraps. No other damage or inconsistencies were noted. All joints appear to be correct and intact by visual examination and by non-destructive testing. The specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).